Event description:
It was reported to depuy acromed that two timx pedicle screws broke post-operatively. According to the complainant, the screws were implanted in 2000 and a few weeks later, x-rays revealed that the screws were broken. In 2001, a revision surgery was required to remove the broken screw and replace with other screws. There were no other adverse consequences to the pt. Co is currently conducting an eval of the returned screws.